Manufacturer narrative:
21-apr-2021: no failure could be identified as a result of the investigation.

Event description:
Did not realize tampon was inside me for nine days [foreign body in reproductive tract]. No string was attached to tampon [device breakage]. Pain [pain]. Foul odor- vaginal [vaginal odour]. Infection [infection]. Went to take out tampon, string frayed and broke off leaving tampon part stuck inside [complication of device removal]. Consumer e-mail stated tampon string broke off and shredded when she tried to remove the tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Did not realize tampon was inside me for nine days [foreign body in reproductive tract]. No string was attached to tampon [device breakage]. Pain [pain]. Foul odor: vaginal [vaginal odour]. Infection [infection]. Went to take out tampon, string frayed and broke off leaving tampon part stuck inside [complication of device removal]. Consumer e-mail stated tampon string broke off and shredded when she tried to remove the tampon. No serious injury was reported.